Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was hospitalized for the event. It was reported that extraneal therapy was used in the treatment and was later discontinued. At the time of this report, the patient has recovered from the event and pd therapy was ongoing with non baxter products. No additional information is available.